Event description:
A baxter clinical area manager reported to baxter corporate product surveillance of a one-link luer activated device in which the facility noticed an increased amount of residual blood in the valve after blood draws. There were no reports of patient injury, adverse events, or medical intervention. The baxter clinical area manager reported that baxter will be performing re-education training in the next week. The baxter clinical area manager also indicated that baxter's clinical center of excellence will be preforming a vital prep program in the upcoming month to help identify areas where infections can originate. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.